Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 20034606/20090250.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned. No further information has been obtained despite good faith efforts.